Manufacturer narrative:
Additional information: d9, g3, h3, h6. Ne unpackaged ar-1588tnt acl-fibertag®-tightrope was received for investigation. Visual evaluation of the returned device noted that the needle was received detached from the suture. Functional testing was not performed due to the detached component. The device history record for all the associated batches for the needle component, c13484-02, used in this device were reviewed and all were found to have passed the needle pull test. This is a known manufacturing issue addressed by CAPA-00484. Refer to record cross reference.

Event description:
It was reported that during an naterior cruciate ligament surgery the needle of the device tore off the first time it was pierced through tissue. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Corrected information: d9, device received on 2/6/2025. Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588tnt acl-fibertag®-tightrope was received for investigation. Visual evaluation of the returned device noted that the needle was received detached from the suture. Functional testing was not performed due to the detached component. The device history record for all the associated batches for the needle component, c13484-02, used in this device were reviewed and all were found to have passed the needle pull test. This is a known manufacturing issue addressed through CAPA. Refer to record cross reference. Refer to investigation photos.